Manufacturer narrative:
Batch review performed on 05 october 2022: lot 1909002: (B)(4) items manufactured and released on 12-feb-2020. Expiration date: 2025-01-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional implants involved: batch review performed on 05 october 2022 on liner: mpact 01.32.4048hct flat pe hc liner ø40/f (k122641) lot. 2103866: (B)(4) items manufactured and released on 21-apr-2021. Expiration date: 2026-02-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 month from the primary surgery the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.